Manufacturer narrative:
H3: device analysis was not available as on date of this report. A supplemental report will be submitted once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cadaver workshop set-up, the m4 handpiece was not working and getting overheated. Handpiece was running at 12000 rpm under oscillation mode. There was no patient involved.

Manufacturer narrative:
H3: product analysis did not confirm the reported issue, and no faults were found. Pre-repair temperature test results were 80.7°f, 80.5°f, and 77°f, which are below the limit of 118.4°f. Based on the pre-repair temperature test results above, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pre-repair temperature test results were 80.7°f, 80.5°f, and 77°f, which are below the threshold of 118.4°f; therefore, the event is considered not reportable.

Manufacturer narrative:
Correction in g2: report source of "foreign" was not selected in the previously submitted regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.